Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 10.5-11.5cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.